Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial lead exhibited excessive noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise on the lead was confirmed. External insulation abrasion was noted at 14.3 - 14.5 cm from the connector pin consistent with lead friction to the device can breaching the outer insulation and exposing the outer coil.